Manufacturer narrative:
The customer's test strips were not available for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter stated that a patient received a discrepant result when tested with coaguchek inrange meter serial number (B)(4). The event occurred in (B)(6) 2021, but the specific date is not known. A sample from the patient was tested using the meter, resulting in a value of 7.1 inr. On the same day at an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 4.1 inr. The patient's therapeutic range was not provided.